Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare in (B)(4) for evaluation. Therefore, our investigation is based on the information provided by the hospital and our knowledge of the product. Without the return of the complaint device we are unable to confirm what may have caused the problem reported by the customer. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. The optiflow junior provides a revolutionary step between low-flow oxygen therapy and CPAP. Existing nasal cannula suitable for high flow therapies are comparatively rigid and difficult to apply. They can also be difficult to intentionally disconnect from the heated tube within the confines of an incubator in situations where the connection had been previously over tightened. This is due to the existing taper connection previously used. The easy-click swivel connection between the optiflow junior cannula and the breathing circuit is designed to disconnect under a more consistent disconnection force, independently of the previous connection force. This allows the caregiver to disconnect more easily in delicate situations with premature babies. The cannula is also designed to disconnect under an excessive load to prevent these forces from being transferred to the patient. The user instructions accompanied by the opt316 state the following: under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Ensure that all connections are secure during use. Patient monitoring is recommended.

Event description:
A hospital in (B)(6) reported that three opt316 interfaces have detached from the circuit during use. No patient consequence was reported.